Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined that the video bridge board and the video disk needed to be replaced. No further service information was provided.